Manufacturer narrative:
(B)(4). Additional information: batch # m52j3f. Conclusion: the analysis found that one ec60a device was returned in good visual condition and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during an unknown procedure; after the device was fired with the reload, the jaw of the device could open. Strong force was used to open the jaw and the staples were found to be irregular. The procedure was completed with same like device and reload. There were no adverse consequences for the patient reported. One device and one reload will be returned. Affiliate reference number: (B)(4).